Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient said during the eval they got a 50% reduction right away. Patient said they were possibly looking at moving the lead to the other side. Patient said the eval was done on the other side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's stage 2 implant had never been effective for them. When they did the trial they had immediate good results, it cut their leakage in half and urgency down so they could get to the bathroom before they had to. Now when they stood up it was rushing up. The patient had gone through all 7 programs and were in custom programs now and they were getting zero relief. Yesterday they saw a kidney doctor who said maybe there was a wire loose. The patient stated they could feel stimulation at various levels and if they turned it up they could feel electric muscle twitches in their butt cheek or leg or somewhere else but it was not affecting the bladder at all. The patient was redirected to their healthcare provider (hcp) to further address the issue.